Event description:
The patient originally underwent total knee replacement in 1997 due to osteoarthritis. The patient experienced instability of the knee joint and difficulty of the knee joint and difficulty walking due to polyethylene wear. Device was revised in 2006.